Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 283mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were able to complete pump rewind. The insulin pump passed displacement test and manual prime was successful. The customer was advised to monitor the insulin pump, however, during troubleshooting the customer mentioned that the insulin pump also had a damage that made it unreadable. Troubleshooting for damage was performed. The customer stated that the insulin pump's screen had black lines that made it unreadable. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer called back and stated that they have misplaced the insulin pump. There was no clear indication if the insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to missing segment. The insulin pump was received with minor scratched lcd window, cracked lcd window, stained end cap sticker and cracked reservoir tube lip.